Event description:
It was reported a lead integrity warning indicated there were high rate non-sustained episodes and the sensing integrity counter (sic) was noted. Additional information was requested and it was learned the patient was seen in the office the following day and re-programming was performed for t wave over-sensing. Approximately two months later there was a right ventricular lead alert due to sic, t wave over-sensing and high impedance. The patient was seen in the clinic and re-programming was again performed. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.